Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check patient line alarm, it was reported that there was air in the patient line during initial drain. The patient was connected at the time of the alarm and the observed air. During troubleshooting, there was nothing unusual noted with the supplies. The patient planned to restart therapy using all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.